Manufacturer narrative:
The pod was returned with the cannula assembly fully deployed. The pod needle mechanism was reset, and the pod redeployed as expected. Inspection of the pod did not find any abnormalities that would lead the cannula to retract into the pod. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula retracted; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 350 mg/dl while wearing the pod on the patient's abdomen for between 37 and 48 hours.